Event description:
It was reported that the arctic sun device had been alerting 113 reduced water temperature control. Normothermia targeted temperature (tt) was 96.8f, patient temperature (pt) was 97.3f, water temperature (wt) was 86.2f. System diagnostics outlet monitor temperature (t1) was 86.4f, outlet control temperature (t2) was 86.4f, inlet temperature (t3) was 86.5f, chiller temperature (t4) was 40.3f, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 74%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours were 4869.3, pump hours were 4486.7. Advised to swap out device and send this one to biomed labeled 113 not cooling. Sn (B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed mixing pump. Normothermia targeted temperature (tt) was 96.8f, patient temperature (pt) was 97.3f, water temperature (wt) was 86.2f. System diagnostics outlet monitor temperature (t1) was 86.4f, outlet control temperature (t2) was 86.4f, inlet temperature (t3) was 86.5f, chiller temperature (t4) was 40.3f, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 74%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours were 4869.3, pump hours were 4486.7. Advised to swap out device and send this one to biomed labeled 113 not cooling. Sn (B)(6). Per follow up information received via task on 03oct2025, spoke with biomed who confirmed a mixing pump had been ordered but device has not been repaired at this time. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had been alerting 113 reduced water temperature control. Normothermia targeted temperature (tt) was 96.8f, patient temperature (pt) was 97.3f, water temperature (wt) was 86.2f. System diagnostics outlet monitor temperature (t1) was 86.4f, outlet control temperature (t2) was 86.4f, inlet temperature (t3) was 86.5f, chiller temperature (t4) was 40.3f, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 74%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours were 4869.3, pump hours were 4486.7. Advised to swap out device and send this one to biomed labeled 113 not cooling. Sn (B)(6). Per follow up information received via task on 03oct2025, spoke with biomed who confirmed a mixing pump had been ordered but device has not been repaired at this time.